Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -2.5/+2.5/098 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. Reportedly, the patient is experiencing glares and "halos due to the aquaport." The lens remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -2.50/+2.5/098 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. Reportedly the patient experienced glares and "halos due to aquaport". The lens was exchanged on (B)(6) 2018. The problem was resolved. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection of the lens found no visible damage to the lens. (B)(4).